Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received critical pump error. The customer¿s blood glucose level was over 600 mg/dl and 163 mg/dl. The customer was treated with pen. The customer declined troubleshooting for high and low blood glucose. It was reported that the they were replacing the insulin pump due to critical pump error. The insulin pump will not be returned for analysis.